Manufacturer narrative:
The reported adverse event is associated with a returned device; however, the provided clinical information was reviewed by the manufacturer and no specific device analysis is deemed necessary at this time. Previous product examinations have not showed any relationship between a product geometrical deviation and the reported clinical complication. Additionally, there are no indications that a product failure has contributed to the reported issue. Adverse skin reactions around the baha abutment, ranging from slight redness to infected tissue, are common complications with baha implants, and can occur at any time following implantation. This report is submitted on february 6, 2018. (B)(4).

Event description:
Per the clinic, the patient experienced recurrent infections at the implant site, resulting in the decision to remove the abutment. The implanted fixture remains insitu.